Event description:
Customer reported hospitalization due to diabetes ketoacidosis and bladder infection. Customer experienced symptoms of high blood glucose. She was throwing up, weak, lightheaded. Paramedics were called when her blood glucose went as high as 760 mg/dl. Customer has been treated for high blood glucose with a shot in the hospital. Customer was unable to perform troubleshooting as she is blind on one eye and blurry vision on the other eye. She will need her mother to assist her. No further information was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.